Event description:
It was reported that the patient was recently admitted for a gastrointestinal bleed (gib). During admission, the system controller stopped transmitting data to the heartmate touch. The site evaluated the issue by checking all connections, leads, and wiring, and found no obvious signs of trauma or corrosion. Multiple attempts were made to connect the system controller to several other monitors with the same result. The patient was started on a heparin drip. The system controller was exchanged, and immediately started receiving data.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.